Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Deformation: unable to observe, deformation. Because the device is rupture. Capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Physician reporting, left side rupture. Capsular contracture, baker grade iii. And breast deformity. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device observed assessed as surgical damage. Missing shell assessed as inconclusive. ¿ deformation: the complaint about deformation cannot be confirmed because the device has broken. ¿ capsular contracture: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reporting left side rupture, capsular contracture baker grade iii and breast deformity. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Physician reporting left side rupture, capsular contracture baker grade iii and breast deformity. Device has been explanted.